Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead dislodged. A repositioning attempt was made, but it was unsuccessful. The lead was inactivated and remains in the body. No patient complications have been reported as a result of this event.